Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal medication via an implantable pump. It was reported that the patient was scheduled for a pump implant, patient made company rep aware that she had a previous system and it was taken out due to infection approximately around (B)(6) 2024, but the patient unable to recall the exact date, and the physician that was said to have done the explant was now no longer in their territory. New system successfully implanted in back side and opposite side that previous pump was. It was reported that the issue resolved at the time of this report.

Manufacturer narrative:
Continuation of d10: product ID 8781, serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 31-jan-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.